Event description:
It was reported that the device error high o2 unable. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a crack was found at the back housing near the naphion tube connection. Functional testing confirmed reported problem. The back housing, tubing kit and naphion tube will need to be replaced. The root cause of the reported issue was found to be back housing with a crack near the naphion tube connection. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).